Event description:
It was reported that a vns patient was having her vns device removed. Follow-up with the physician revealed that two months prior to the explant surgery, the patient had been hospitalized due to an increase in seizures above pre-vns baseline. Good faith attempts for additional information have been unsuccessful to date.